Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. The issue was suspected to be with the customer's sample handling. The customer visually inspected the sample tubes and found no labeling discrepancy. A siemens headquarters support center (hsc) specialist reviewed the event data and found no evidence of an instrument malfunction. Quality control was within range, the initial result was consistent with the repeat result obtained on the alternate instrument, there were no process errors at the time of testing, and no other results were found to be discordant. The hsc specialist concluded that potential cause of the event was due to the sample handling issues such as inaccurate labeling of the tubes prior to receipt in the laboratory. The laboratory verified that the label on the tube was correct, but was unable to verify that the sample was drawn from the correct patient. The cause of the discordant, falsely low lipl and amy results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 25175036-2018-00190 was filed for the same event.

Event description:
Discordant, falsely low lipase (lipl) and amylase (amy) results were obtained on one patient sample on two dimension vista 500 instruments. The sample was initially run on s/n: (B)(4) and repeated on an alternate dimension vista instrument (s/n: (B)(4)), resulting falsely low both times. The initial results were reported to the physician(s). The sample was repeated on an unknown platform, and higher results were obtained. The corrected results were reported to the physician(s), after which the physician(s) questioned the falsely low results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low lipl and amy results.